Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that during a pyeloscopy, two cook® single-use holmium laser fibers were opened and appeared disconnected/ broken at the hub. The user attempted to use the devices, but they did not work. A third laser fiber was used to complete the procedure. No unintended piece of device remained inside the patient body. The patient did not require any additional procedures due to this occurrence. No adverse effect on patient was reported due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution that several different factors affect the life of any fiber, including improper handling; sharp bends in handling, use, or storage; and extended lasing at high power. Based on the available information, cook has concluded that a possible cause for the reported laser fiber breakage could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a pyeloscopy, two cook® single-use holmium laser fibers were opened and appeared disconnected/ broken at the hub. The user attempted to use the devices, but they did not work. A third laser fiber was used to complete the procedure. No unintended piece of device remained inside the patient body. The patient did not require any additional procedures due to this occurrence. No adverse effect on patient was reported due to this occurrence.